Event description:
Boston scientific received information that shock lead impedance measurements increased from 70 ohms at implant to greater than 125 ohms one day post implant. The patient was to be checked in one week. The patient was to continue normal follow up and will be monitored. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.